Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 double roller pump 85. The incident occurred in edgbaston, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double roller pump 85 did not work. The issue occurred when the unit was in service. There was no patient injury.

Manufacturer narrative:
H11: based on follow-up communications, the affected pump did not respond properly during priming. The pump was initially replaced with a spare unit and then scrapped by the customer. No further information was made available. Complaints database review revealed no further similar events since unit¿s installation. Based on the investigation findings, the root cause of the reported was traced back to a defective pump head, likely caused by progressive wear of the electro mechanical device, with potential contribution of the specific use conditions at the customer's site, including situations that may be unintended, occasional, or not consistently repeated that can produce cumulative effects over time. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.